Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) does not power on was confirmed during functional testing. The root cause of the reported power issue was due to a damaged on/off power switch as a result of the possibility to mishandling but normal wear and tear could not be ruled out since the returned autopulse platform was manufactured in may 2016 and it is nearing its expected serviceable life of 5 years. Unrelated to the reported complaint, slight cracked top cover and a large cracked bottom enclosure were observed on the returned autopulse platform during visual inspection. These types of physical damages on can occur due to mishandling and/or normal wear and tear. The damaged covers were replaced. Initial functional testing failed due to returned autopulse platform does not power with a known good autopulse li-ion battery. Thus, confirming the reported complaint. To remedy the issue, power switch assembly was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) does not power on with several good fully charged autopulse li-ion batteries. No patient involvement.